Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v645571, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study reported that one lead was possibly not connected. The patient had been struggling with symptoms and decreased efficacy since (B)(6) 2011. No actions were taken however device interrogation was performed for adjustments but was not effective on (B)(6) 2013. An entire system explant was performed on (B)(6) 2013. It was reported to be related to the device or therapy and not related to the implant procedure. Symptoms of nocturia, incontinence, and frequency were reported. On (B)(6) 2013, it was reported that it may require a revision as there was a malfunction since fall per the medical record. There was a report that the issue was ongoing but then later reported that it was resolved without sequelae on (B)(6) 2013. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event.